Manufacturer narrative:
This report is submitted on may 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced poor performance and pain at the implant site. Subsequently, the patient was administered a topical antibiotic (date not reported). The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.